Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the subject meter allegedly not powering on could not be resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) does not expect the return of product(s) associated with this complaint.